Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient had redness and swelling at the implantable pulse generator site with fever and chills. Device system was explanted as a result to resolve the issue. There were no complications during the procedure. No further information is available.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.